Event description:
I had the essure put in as a form of birth control ((B)(6) 2013). Since then, I have had chronic pelvic pain and vaginal bleeding. I went to a different doctor (2nd dr, (B)(6) 2014) in hope of some resolve. I was referred to physical therapy to help manage the pain. In addition, I had non stop bleeding for five months. The 2nd doctor did an ablation procedure (novasure, (B)(6) 2015) on me to stop the bleeding. It did not work. I could not continue the physical therapy after 2 months due to finances. I went to a 3rd doctor for some relief. I was given medroxyprogesterone ((B)(6) 2015) to stop the bleeding. It did not help. I was given birth control pills, it helps some with the bleeding. I still have abnormal bleeding and pelvic pain. Since all of this, I became depressed and was given amitriptyline and referred to talk therapy. I am currently awaiting my appointment with a 4th doctor to discuss my next options.